Manufacturer narrative:
The probe has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The nurse reported the probe would not cut once in the eye. The probe passed prime and tune. The surgeon switched out the probe and completed the case as planned. No patient injury was reported.